Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 6 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for damaged tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported molding defects were found on the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes during use. The following information was provided by the initial reporter: on (B)(6) the teacher of the department reported that there was the tube material protrusion on the inner wall of the purple pipe, the sample could not be returned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported molding defects were found on the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes during use. The following information was provided by the initial reporter: on december 2, the teacher of the department reported that there was the tube material protrusion on the inner wall of the purple pipe, the sample could not be returned.